Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. The patient thought he had food poisoning as he could not keep any food down. The patient had been treating with manual injections prior to the hospitalization, but his blood glucose remained high. The patient declined troubleshooting as he feels the insulin pump is working properly. The patient stated that he has been inserting in the same area for years, and his hcp suggested using different areas, as well as a different infusion set. Nothing further was reported.